Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account on the 2nd floor. There was no pt/user injury reported.

Manufacturer narrative:
The hill-rom technician found three brake casters and one steer caster inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced three brake casters and one steer caster to resolve the issue. Based on this info, no further action is required.